Manufacturer narrative:
A review of the device history record could not be performed. All process and test criteria are verified as complying with qa specif ications for all product lots prior release to market. The visual examination of the 3 provided picture shows that during an open procedure: patch 2: the mesh (which seems to match with a permacol surgical implant) is placed into the abdominal wall. Suture yarns are visible behind the mesh. Patch 3: a mesh placed into the abdominal wall shows a hole in the middle (a finger passes through the mesh). Patch 4 (after resuturing): the mesh has been placed and sutures (at least 5 suture points are visible on the picture). However due the picture cannot allow us to determine how many sheet has been placed and sutured into the abdominal wall. Patch 2: im holding one of the places where the sutures (which were still intact) had pulled through the patch. I place horizontal mattress sutures: one would have gone through a hole (which is at the end of the ¿slit¿) to the right of the debakey forceps, and gone back through a hole (which as at the end of the ¿slit¿) to the left of the forceps. If I recall rightly, this had happened to three or four horizontal mattress sutures patch 3: there was also a tear in the central portion of the patch, through which I could easily pass my finge r. Patch 4: the appearance after suturing. The reported condition was confirmed by the photo with a hole. The other photos show the procedure of reparation with suturing. It should be noted that the incident reports that ¿it was seen that four of the medial row of interrupted sutures had cut through the mesh and allowed the stomach omentum and spleen to herniate into the left chest¿. No information relative to the patient (history, bmi¿) has been provided. Permacol surgical implant undergo several manufacturing steps especially for each device a control of the thickness is performed. Moreover during the manufacturing steps an esthetic visual examination is performed by the manufacturing operator. A search for like/similar events could not been performed. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause could not be determined. If additional information is obtained, or the sample is returned, we will re-open this investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open extended pleurectomy procedure, the mesh was disrupted which allowed abdominal organ herniation into the left chest. It was re-explored and it was seen that four of the medial row of interrupted sutures had not snapped but had cut through the mesh. The mesh was left in but was re-sutured medially using heavier sutures and buttress strips.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, eight days following an open extended pleurectomy procedure, a re-exploration was done for the extended pleurectomy/decortication from the original procedure. It was seen that four of the medial row of interrupted sutures had cut through the mesh and allowed the stomach omentum and spleen to herniate into the left chest. A tear was also observed in the central portion of the patch. The mesh was left in but was re-sutured medially using heavier sutures and buttress strips.